Manufacturer narrative:
Additional information: the device history record (DHR) review could not be performed because a lot number was not provided. Because the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received at a later date, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reports that some of the bags she received in her shipment for (B)(6) had holes on the end of a crease near the bottom of the bags.